Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tips have broken off of the feeding tubes (item code 8884741821) in the kits. No injuries have occurred.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits. A gemba walk was performed, and the manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified issues. There were four photos and three physical samples received for investigation. The samples arrived without the original packaging. The samples were inspected, and the reported condition was confirmed in one of the samples, the adapter was detached from the tube. Based on all available information, a definitive root cause could not be determined at this time and the reported condition is considered to be an isolated event. Production personnel has received an alert notification to heighten awareness of the reported condition. This complaint will be used for tracking and trending purposes.